Manufacturer narrative:
Additional, changed, and/or corrected data: d1 d4 g1 h6.

Event description:
Allergan aesthetics received a report via social media of a patient treated with coolsculpting, who may have developed paradoxical hyperplasia (ph) after treatment.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is received.

Event description:
Allergan aesthetics received a report in which following coolsculpting treatments on unknown date to unknown area, possible paradoxical hyperplasia cases were reported by a nurse within social media.